Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/21/2015 with the following findings: during investigation, it was noted that there was no damage found to the keypad and all the buttons responded appropriately. The keypad was removed and there was no damage found to the button contacts. There was however moisture visible in the display. Additionally, the battery compartment was observed to be cracked; a leak test was performed and failed indicating a battery compartment leak. The pump was opened and there was damage found on the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.